Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that her blood glucose increased to 580 mg/dl. The patient treated via insulin shot and insulin pump bolus. During troubleshooting there were no anomalies noted on the insulin pump. The patient found a small air bubble at the bottom of the reservoir. She also stated that her insulin looked expired. The insulin pump was not returned for analysis.